Event description:
In 2005 (exact date unknown), patient underwent cardiac surgery of the left atrial appendage with implantation psd (model and lot# unknown) as a staple line buttress. During stapling of the left atrial appendage, a tissue tear occurred away from the staple line. Surgeon described local tissue as frail and friable. Surgeon addressed tear immediately with placement of peri-guard patch (model and lot#unknown) by hand suture. Current patient status: doing well. Surgeon stated there was no harm to patient as a result of this event.